Manufacturer narrative:
This report is being updated to provide investigation findings. New information is reported in d8, h4, h6, and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: 3.8 inspection of the endoscopic system: inspection of the instrument channel: 1 insert the endo therapy accessory through the biopsy valve. Confirm that the endo therapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. 2 confirm that the endo therapy accessory can be withdrawn smoothly from the biopsy valve. 4.2 suction: avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve and remove solid matter or thick fluids. (Reprocessing manual) warns that insufficient reprocessing of the device leads to infection control risk as follows: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be reprocessed after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient reprocessing of these components may pose an infection control risk to patients and/or operators. Conclusion: the definitive cause of the reported event could not be concluded. Olympus judged that the debris was solid matter because it was a piece of an endotherapy accessory. Based on this information, the user presumably suctioned debris of endotherapy accessory, which was prohibited in chapter 4.2 of IFU. The debris has remained in biopsy channel or suctioning channel. We presume that the debris was not discharged by reprocessing process because there were some problems with brushing method performed in manual cleaning at the user facility. The event occurred because debris of an endotherapy accessory remained in biopsy channel and was not discharged by proper reprocessing

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the users experience cannot be determined at this time. Physical evaluation of the suspect device reveals: brush passage was ok. The device passed the dunk test. There are minor scratches on the camera switch. The angulation is low. The cover plastic has dents and scratches. The adhesive rubber glue is cracked. There is minor shakiness in the insertion tube. An endoscopic support specialist (ess) was dispatched to the facility to offer education and observation of current reprocessing procedures. The customer expressed that they are planning a skills day for all staff and will be educating the staff. The customer declined an onsite visit from the ess to observe the staff reprocessing at this time. Information was emailed to the customer by the ess to emphasize the proper inspection techniques of the instrument channel as well as a list of compatible endotherapy devices for inspection (as outlined in the instructions for use). This report will be updated upon completion of the investigation or upon receipt of additional relevant information. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported possible cross contamination involving three patients in which the evis exera iii colonovideoscope scope was used without being correctly reprocessed. The summary of events are as follows: case with patient identifier (B)(6) describes the event in which a poly-loop was initially used in an unspecified procedure. Case with patient identifier (B)(6) reports the first patient/procedure in which the scope was used without being correctly reprocessed and the polyloop remained in the scope channel unknowingly. Case with patient identifier (B)(6) reports the second patient/procedure in which the scope was used without being correctly reprocessed and the polyloop remained in the scope channel unknowingly. Case with patient identifier (B)(6) reports the third patient/procedure in which scope was used was used without being correctly reprocessed and the polyloop remained in the scope channel unknowingly. During this procedure, debris was expelled into the patient and removed. This report captures the first patient/procedure following the procedure using the poly-loop. The patient experienced no adverse effects as a result of this occurrence.